Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: an 86-year-old male patient was treated for a stanford type b dissection at (B)(6) 2018 with a (B)(4). An alpha device was selected since the physician assessed that the patient's anatomy was not suitable for a tx2 device. Access was gained through the right femoral artery and the procedure completed. On (B)(6) 2019 the patient experienced chest pain and was taken to the hospital. A CT confirmed at retrograde type a dissection and an emergency thoracotomy and total arch replacement was performed. Additional comment from the physician states that the entry of the retrograde type a dissection was at the side of the lesser curvature and the physician is not sure whether the stent graft caused the dissection. There have been no adverse effects to the patient reported after the thoracotomy. A clinical assessment of the provided information was performed, it was emphasized that the given information was scarce and no conclusions could be drawn, but according to the assessment: ¿given the time between the initial procedure and the presentation with the new dissection (10 months), it is likely that if the zta device caused the new entry, that this was due to erosion over time, rather than having occurred acutely at the time of the intial deployment. And of course, it is also possible that this was simply an extension or recurrence of the patient¿s underlying aortic disease.¿ the device was used outside intended use, as the IFU states: the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair. The IFU also states: the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the following patient populations: - dissections. No evidence to suggest that this device was not manufactured according to specifications. No exact cause for this event can be determined, however, it is noted that the device was used outside its intended use. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k)/PMA p140016. H6) device code: 3191 - no code available for dissection. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: on (B)(6) 2018 tevar was performed to treat the stanford type b dissection. It was a dissection case, but the physician selected zenith alpha¿ thoracic endovascular graft proximal tapered components since the patient's anatomical condition was not suitable to use txd. Approach was gained from the right femoral artery and the procedure was completed. On (B)(6) 2019 the patient complained about chest pain and was taken to the hospital. He got a CT and the retrograde type a dissection was confirmed, and so he underwent emergency thoractomy. Total arch replacement took place and the procedure was completed. Comment from physician: "entry of retrograde type a dissection was at the side of the lesser curvature and I am not sure whether the stent graft caused the dissection". Patient outcome: there have been no reported adverse effects to the patient.